Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood under the injection site in combination with the 3-way stopcock fresenius. No reports of serious injury or medical intervention noted. It is unknown whether or not exposure to bodily fluid occurred.

Manufacturer narrative:
Investigation summary: 1 actual and 24 representative samples were returned for investigation of this complaint. The actual sample and the 24 representative samples were subjected to visual inspection of cannula hub, injection valve test and catheter adapter leak test. All the samples passed the acceptance criteria. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7262275. Investigation conclusion: the non-conformance of this complaint could not be determined as all the representative samples and actual sample passed the acceptance criteria. As a result, the root cause of the reported issue could not be determined.